Event description:
A consumer with a history of phlebitis in the left knee reported that after receiving treatment with hyalgan (hyaluronate sodium) pt experienced pain and swelling in their left knee in 2004. Pt received their second injection of hyalgan for arthritis in the left knee and later in the day experienced the symptoms by the next day. Pt could hardly walk and had to use a cane for about a week. Pt called the physician who suggested that pt apply ice and observe the condition. In the past, after the first injection pt had experienced pain, however, it was not as bad. Pt went in for their next series of injections but the physician discontinued hyaluronate at the time of their report oct. 2004. Pt was recovering.